Manufacturer narrative:
Picture analysis confirms a broken shaft as well as deformed loop and ribbed pebax tubing. No electrodes seem to be missing. The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report. The instructions for use for the mapping catheter indicate in section 4 warning and precautions: rotation direction - always rotate the achieve mapping catheter in a clockwise direction to prevent tissue damage." And in section 6 instructions for use: "warning: always rotate the introducer/torquer in a clockwise direction to position the mapping loop in the appropriate location to avoid tissue injury."

Event description:
Information received by medtronic indicated that there was a perforation of the patient's right inferior pulmonary vein (ripv) with the mapping catheter and that the patient had hemoptysis. The ablation was immediately stopped and the physician attempted to pull back the mapping catheter, but it was not possible. The physician had turned the mapping catheter in a counter clockwise direction. The loop of the achieve had been placed in a ring around the pulmonary vein and it was not possible to pull back the catheter. A second physician was called in and intervened to stop the bleeding. The patient was given protamine and the mapping catheter was retrieved with salvage pliers. The inflated cryoballoon was placed at the ostium of the ripv for over 25 minutes to stop the bleeding. The patient was transferred to ICU in stable condition. Patient is now in good condition.

Manufacturer narrative:
Visual inspection of the returned device found that the distal section (loop/flex section) was completely separated from the proximal shaft (hypotube) at the proximal shaft joint. The distal tubing was bunched up in the loop section, and portions along the distal tubing appear to have scuffmarks on it, possibly from the retrieval of the detached piece. There was visible evidence of a twisted pattern on the distal shaft section of the catheter (twisted approximately 13 times). This is indicative of counterclockwise rotations that were applied to the catheter during use. The shrink tubing/nitinol wire had gouges and a bend in it (approximately 1 cm from the loop). The distal tubing (pebax) proximal end appeared to be stretched on the joint section, then broke off leaving a small piece of fused tubing over the hypotube. There were no sharp edges or missing components on the catheter. Dissection of the proximal section of the distal shaft revealed the signal wires and nitinol wire were still bonded together. There was residue of adhesive seen near the proximal end of the detached distal shaft. This confirmed the bonding of the distal shaft to the proximal shaft was done properly and according to the released work instructions. Functional and electrical testing could not be performed as the unit was in 2 pieces. The cause of the breakage was due to twisting the device counterclockwise while the distal tip was anchored until it broke. The breakage was not manufacturing related. The instructions for use for the mapping catheter indicate: warning and precautions: rotation direction - always rotate the achieve mapping catheter in a clockwise direction to prevent tissue damage." And in section 6 instructions for use: "warning: always rotate the introducer/torque in a clockwise direction to position the mapping loop in the appropriate location to avoid tissue injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.